Event description:
The pt had a stage I and ii permanent interstim lead and generator placement more than one year ago. She returns to us with a painful generator. It was felt to be too close to the skin and the interstim did not work well after adjustments. The pt continued to have urinary frequency and incontinence.